Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation/

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, opening lineal and wear abrasion. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.